Event description:
It was reported that this right atrial (ra) lead exhibited noise signals and undersensing. The patient has a history of fibrillation and flutter. The lead remains in service. No adverse patient effects were reported.